Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094568. The event of abandoned lead was reported to abbott. During the patient's explant procedure, the patient had a cardiac event and the procedure was abandoned. The surgeon removed one lead, and the ipg, abandoning the other lead. The patient is unable to move forward with an MRI due to the abandoned lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during a system explant for ineffective therapy at unknown date (related manufacturer reference number 3006705815-2025-02305) patient experienced a cardiac event. As a result, the surgeon abandoned the procedure with one lead left implanted. The investigation was unable to determine the lead that was abandoned in the patient.